Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not analyze a heart rhythm while in a code situation. This issue is patient related; however there was no adverse event reported. The customer indicated a backup device was used to treat the patient.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not analyze a heart rhythm while in a code situation. This issue is patient related; however there was no adverse event reported. The customer indicated a backup device was used to treat the patient.